Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; crack in the battery compartment with moisture in the pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: the battery compartment was noted to be cracked on left side of grip pad. There was visible moisture corrosion in battery compartment. A leak test failed due to the battery compartment crack. The pump was opened for further investigation and did not reveal any evidence of interior moisture ingress. Investigation confirmed the case damage with moisture complaint.